Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an end user experienced an issue when using a 19cm solero applicator. The applicator was tested for 10 seconds at 120 watts per protocol with no issues. The applicator was placed for the percutaneous microwave procedure of the liver, with the unit set for 5 minutes, 120watts. A "high reflected power, reposition probe and try again" was received approximately 15 seconds after the ablation started. The applicator was withdrawn to reposition it at which time it was noted the tip had detached inside of the patient's liver. Another applicator was used to complete the procedure. The patient did not experience any harm as a result of this incident.